Manufacturer narrative:
Upon further investigation it was determined that this complaint,( medwatch mw5o567o5) is a duplicate of an existing complaint, for which MDR 1218950-2015-05523 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the screen failed to show the patient's ECG heart rhythm on a drowning patient in cardiac arrest. This delayed the determination of the patient's rhythm for 8 minutes. The case notes a serious injury for the involved patient. However, no specific details were provided.